Event description:
The reporter stated a 12.6mm micl 12.6 implantable collamer lens was removed from the vial and the surgeon noted the lens was torn, a piece was missing from the lens. The lens was returned to the vial, the lens was not used or loaded and there was no patient contact. The reporter stated the lens was received defective. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation codes: method:- work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).